Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ optima injector n35-o the needle was exposed and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the tip of the optima injector broke off on the protector revealing the injector spring. This occurred in the hood and caused a chemo spill/leak. This happened upon disengaging and the drug used was doxorubicin. The second product that was used with the injector was the protector 515064, lot # 2302405.

Event description:
It was reported while using bd phaseal¿ optima injector n35-o the needle was exposed and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the tip of the optima injector broke off on the protector revealing the injector spring. This occurred in the hood and caused a chemo spill/leak. This happened upon disengaging and the drug used was doxorubicin the second product that was used with the injector was the protector. The second product that was used with the injector was the protector 515064 lot # 2302405.

Manufacturer narrative:
(B)(4) follow up MDR for correction/device evaluation: corrected information: annex a code updated to a0203 to reflect actual device failure, not outcome. Device evaluation: no physical samples were available to our quality team for investigation. Two photos were provided which shows the injector grips were separated and the injector was completed disassembled. There was no visible damage that could be identified within the photos on the grips or any of the components. A device history review was performed for lot 2302313, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained sample of the same lot were used for additional evaluation. The products were inspected and no damage within the grips were identified. Functional testing was performed, connecting the injector to a protector according to the instructions for use, connecting and disconnecting up to ten times. In all cases the product functioned as intended and no issues were observed. Product undergoes a series of visual and functional inspections throughout the manufacturing process, no issues were identified during the inspections performed for the reported lot. While we cannot identify a direct issue, it is possible a misalignment during assembly prevented the grips from properly joining and not fully assembling. Given the device records do not indicate any issue and retained samples met required specifications, we cannot verify this to be true for the incident reported, therefore a definitive root cause cannot be established at this time. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.